Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, photographs of the device were provided. The photos were reviewed and showed that the catheter was observed broken/kinks; however, it is not possible to identify root cause based on the photos. A root cause was not identified. All information reasonably known as of 24-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text: device not returned, photos provided.

Event description:
It was reported one of the 2 "yellow catheters" was retained in her abdomen status post abdominoplasty procedure performed on (B)(6) 2021." The patient denied any signs and symptoms of infection, increased pain, or other abnormalities. The retained catheter was not visualized via x-ray. Additional information received 12-may-2021 stated, "most likely the tubings are not there as x-ray is negative" and no further images are necessary.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 28-may-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.